Manufacturer narrative:
Results: the pe fiber was fractured, and the embolization coil was unraveled. Conclusions: evaluation of the returned ruby coil embolization coil revealed that the pe fibers were fractured. If the ruby coil is forcefully manipulated against resistance during use, damage such as a pe fiber fracture may occur. This will result in the embolization coil detaching from its pusher assembly unintentionally. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thoracic duct embolization procedure using ruby coils, and a non-penumbra microcatheter. During the procedure, the physician placed a ruby coil in the target location using the microcatheter. While advancing the next ruby coil through the microcatheter, the ruby coil unintentionally detached inside the microcatheter and subsequently, the physician noticed that the microcatheter was ovalized. Therefore, the microcatheter containing the detached ruby coil was removed. The physician was unable to obtain access again due to the type of embolization procedure. Therefore, the physician decided to end the procedure at this point and planned to bring the patient back in on a later date. There was no report of an adverse effect to this patient.